Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision surgery due to anatomical patella fracture and pain whereby the baseplate and insert were explanted for unspecified reasons involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no items were returned. -medical records received and evaluation: no medical records were received. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the patient underwent a revision surgery due to anatomical patella fracture and pain. During this revision surgery the reported insert was revised for unspecified reasons. The exact cause of revising the reported insert could not be determined because further information such as x-rays, operative report and clinical history are needed to complete the investigation for determining a root cause.

Event description:
It was reported patient was revised on right knee due to patella fracture and pain. Doctor removed tibial tray and insert.

Manufacturer narrative:
Additionally a triathlon prim bead pa sze7 bp, cat # 5526b700, lot unknown was also reported. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.

Event description:
It was reported patient was revised on right knee due to patella fracture and pain. Doctor removed tibial tray and insert.